Manufacturer narrative:
(B)(4).an authorized third party service engineer cleaned the compressor air water trap and electric solenoid and both the compressor and ventilator worked properly. No part replacement was necessary.

Event description:
It was reported that during set up a ventilator generated an air supply loss alarm because an inoperative compressor was not able to deliver air and was the ventilators primary gas source. There was no patient involvement.